Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient's mother to disable bluetooth, close the g5 application, re-enable bluetooth, and re-launch the g5 application, which was unsuccessful. Patient's mother was then instructed to use the smart device's bluetooth settings to forget receiver and try another sensor, which was unsuccessful. Patient's mother was then instructed to try using a second transmitter. No additional patient or event information is available.